Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline was placed in a vessel bend when it failed to open. In attemptsto open the pipeline, tried to retrieve and then to deploy, guide wire massage, trojan horse technique. None of them worked.

Manufacturer narrative:
Product analysis: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. In addition, the middle section was found fully opened and no damage. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the middle section of the pipeline failed to open because there was a kink. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the internal carotid artery with a max diameter of 8 mm. Landing zone: distal: 4.8 mm and proximal: 5.2 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was 170. The angiographic result post procedure showed no surgery-related complications. It was reported that after the stent catheter was in place, ped-500-25 was chosen for implantation. After sufficient hydration, ped-500-25 was delivered to the stent catheter. During the surgery, the distal tip end of the dense mesh stent could be opened normally, and then the deployment process continued, while the middle section occurred kinked. Angiography observation was performed and 3 attempts were made, but the stent still could not be opened normally. In view of the above problems, the surgeon did not dare to take the risk to continue the operation. Then retrieved the dense mesh stent, and it was found that the stent body was deformed after the overall withdrawal. In order to ensure the safety of the patient and the smooth progress of the surgery, it was replaced with another ped-500-18 for the surgery, and the surgery was completed successfully. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a stryker xt27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.